Event description:
It was reported to covidien in 2008 that a customer had an issue with a hypodermic needle. The customer reports that the right index finger of a health care professional was stuck when the needle came through the safety cap after giving an injection.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.